Event description:
The customer states that the architect i1000sr analyzer has generated falsely elevated intact pth results for two patient samples. These results were generated during their correlation study with a beckman analyzer before going "live" with the assay on the architect platform. The following results were provided: beckman architect patient #1 75.2 109.8 pg/ml patient #2 60.2 96.7 pg/ml there was no reported impact to patient management as customer has not gone test of record for this assay on the architect analyzer.

Manufacturer narrative:
(B)(4). Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.